Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating or shocking. The product was evaluated. An exterior visual inspection was performed and failed. Receiver charge and boot tests were performed and failed. Internal visual inspection was performed and passed. No data was provided for evaluation. The allegation was confirmed. Probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.